Event description:
The patient contacted animas on (B)(6) 2012 alleging that he felt the subject pump was recommending a higher amount of insulin then it should be. The patient reported that if he gives himself the recommended dose per pump he wakes up having an "insulin reaction." The patient reported that over the past 6 months, his blood glucose (bg) has dropped 5 to 8 times during the night. The patient reported waking up to bgs in the 70 mg/dl range and a few times in the 40 mg/dl range with symptoms of sweating and a "tingling" sensation in his hands. The patient claimed he treated the low bgs with glucose tabs, orange juice or milk. As a result of the low bgs, the patient stated he has been reducing the amount of insulin suggested by the pump. At the time of the troubleshooting, the patient confirmed the I:c, isf and target bg settings were correct in the pump. At the time of the call, the patient disconnected at skin site and entered 15 cho's, with I:c ratio of 1u:13grams, entered 150mg/dl bg with target bg of 30 and isf of 40 and it was noted that the pump gave the correct recommendation based on patient's settings. Animas customer support advised the patient that the pump appeared to be calculating dosages correctly. The patient was advised to follow-up with his hcp to discuss scenario and to see if recommends any adjustments to insulin regimen. Although there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated ezcarb, ezbg, and normal boluses were done by the patient. During testing, all three types of boluses were performed and were accurately recorded in the pump history. Using the patient's settings, the pump accurately calculated the appropriate bolus dose for target bg. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.